Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's mid left anterior descending artery. Due to a combination of factors to include tortuous anatomy and non-specific technical difficulties which required repeated product manipulations, it was reported that during balloon catheter inflation, the stent migrated proximally and was partially deployed. In response, a second balloon catheter was advanced in an unsuccessful attempt to fully expand and deploy the stent. This attempt was unsuccessful due to the balloon bursting at 3 atmospheres of pressure. The pt was subsequently transferred for coronary revascularization surgery due to the reported complexity of the circumstances. There were no add'l complications reported relative to this event.